Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were unavailable at the time of the report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a failed catheter dye study. The patient symptoms included flu-like symptoms, nausea, and less than 50% therapy relief. The location of the symptoms/issues was the catheter track. A revision was required as a result. The pump segment was trimmed including the pump connector. When the catheter was cut, cerebral spinal fluid (csf) flow was noted. The remaining catheter is still implanted but not in use. A new catheter was placed. The health care provider (hcp) thought the pump portion was occluded and wanted it tested. The product issue had been resolved. The patient was alive with no injury and was doing fine. The patient was started back on a very low dose. The pump was infusing dilaudid (hydromorphone) and bupivacaine. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found sc connector coring/tears/cuts in seal that possibly caused occlusion, not misaligned. Analysis found cuts or tears into the sealing surface of the sc cup connector. Under microscope inspection a deep, circular coring and/or tear could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. This coring in the seal portion at the bottom of the cup is centered in the seal. The flap of material created by the coring may have contributed to an occlusion but no occlusion was verified in lab testing. No leaking was seen in the lab testing either.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the catheter occluded.

Event description:
It was later reported the etiology was the catheter lumbar portion. It was related to the device or therapy and not considered related to the implant procedure. The catheter was spliced and the pump was replaced on 2015 (B)(6). The outcome was resolved without sequelae on 2015 (B)(6).